Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice claria device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during an unspecified therapy cycle of peritoneal dialysis therapy. During the troubleshooting, it was reported that there was a leak from an unknown location that led to this alarm. Renal therapy services assisted the patient in clearing the alarm and ending the therapy session. The patient will continue the therapy by manual exchange. The patient¿s clinician was informed of the issue. There was no patient injury or medal intervention associated with this event. No additional information is available.